Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to a infection, approximately 6 years after the first surgery. The surgeon explanted humeris stem size 12, 135/145° ø40+3 cup, centered glenosphere, two locking screw, two standard screw and glenoid baseplate. The surgeon implanted humeris stem size 10, 135/145° ø40+3 cup, centered glenosphere, two locking screw, two standard screw and glenoid baseplate.